Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. It was reported via social media by the patient¿s parent that, ¿my son had a low blood glucose seizure ?? Because of a faulty sensor reading.¿ because no patient or parent contact information is available, no additional details could be obtained, including any additional symptoms, treatment, cgm values, bg values or patient outcome.